Event description:
It was reported that during a carotid stenting treatment procedure, the filterwire got stuck in the stent. During the procedure, the physician implanted two non-bsc stents with two bsc filterwires. It was indicated that both non-bsc stents were delivered smoothly with the first and second filterwires. As the physician try retrieving the second filterwire after the delivery of the second stent, the filterwire got stuck on the strut of the first stent making it very difficult to be removed. The patient was sent to surgery. The surgical procedure was successfully completed with patient condition listed as "fine."

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).